Event description:
It was reported that the right ventricular lead egm showed noise and intermittent capture at full output. Fracture was suspected going into the system modification. During the system modification, the physician was unable to recreate the noise, so both the ICD and lead were removed and sent for analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: tdc048590v no anomalies found; distal segment returned for analysis.